Event description:
It was reported that the customer had been experiencing a series of severe hypoglycemia episodes overnight, and she kept treating with food without results. Troubleshooting was performed. Reviewed the bolus history and found around 15.0 units of active insulin and a series of bolus wizard events with carbohydrates. It was stated that the customer did not deliver the insulin, and the information was downloaded into the carelink. Advised the caller that the insulin pump could no deliver spontaneously a bolus. It was stated that insulin pump had not been worn, but it had been left running over night. The customer stated the carbohydrates did not appear in the bolus history over night. Advised the caller that the keypad lock should be used when the insulin pump is not in use. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.